Manufacturer narrative:
Occupation: consultant.

Event description:
Information was received indicating that a smiths medical cadd extension set tubing filled with remodulin was leaking at the filter site. The tubing was primed well, but would leak after a day or two. The patient noticed that once during the night, her clothes were wet and she had symptoms of lightheadedness from an under delivery of remodulin. The issue occurred during patient use, the patient had a back-up device and was able to continue the life sustaining infusion. There was no patient injury.